Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged during sheath slitting. The lead was repositioned and the implant procedure was completed. After the wound was closed, the lead "shifted" and threshold measurements increased. The pocket was re-opened and the lead was repositioned again and remains in use. No patient complications have been reported as a result of this event.